Event description:
A distributor in columbia reported via a fisher & paykel healthcare (f&p) field representative that a opt312 optiflow junior nasal cannula tubing was found to be defective. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint opt312 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation, our investigation is based on the information, photographs provided by the customer and our knowledge of the product, results: visual inspection of the photographs provided revealed that both ends of the tube were partially detached from the swivel grip joint of the cannula. Conclusion: we are unable to determine conclusively the cause of the reported event. However, the damage to the cannula is most likely to have been caused by having the tubing inadvertently pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken and pull tested to check glue joint strength at the cannula/tube joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used.

Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint device. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a opt312 optiflow junior nasal cannula tubing was found to be defective. There was no reported patient consequence.